Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported that this was an arcr (arthroscopic rotator cuff repair) treating rotator cuff tear performed on (B)(6) 2020. The lower section on the passer¿s tip broke off while in use. It was confirmed that no fragment was left in the patient¿s body. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. Additional information received from the affiliate reported the surgeon confirmed via x-ray that fragments were not left in the patient's body. It was also reported the device will not be returning for evaluation.